Event description:
The device was returned to resmed for a "system error". Visual inspection of the unit showed evidence of external flame. Resmed determined the event may be reportable on 01-feb-2009.

Manufacturer narrative:
The power supply module caused thermal damage with evidence of external flame. Reason for delay in reporting: -on 02-dec-2008, the complaint unit was received at resmed corp to inform resmed of a unit with a system error. On 22-dec-2008, the complainant unit was received at resmed corp, and preliminary investigation was performed. Based on the preliminary investigation it was determined further evaluation should be performed at design facility in sydney australia therefore, unit was shipped to design engineering. -on 01-feb-2009, design engineering completed their investigation concluding the event met the resmed criteria for reportability.